Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer stated that: "we lost all fluoroscopy while patient was on the table".